Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat a persistent atrial fibrillation a faradrive was selected for use. Preparation of the device went without issues. The physician then inserted the catheter into the sheath and bubbles were observed in the syringe purge. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The device is not expected to return for analysis.